Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 inr results in comparison to the laboratory inr results. Results are as follows: date: (B)(6) 2013, inratio inr: 1.1, laboratory inr: 2.7. The time between testing was not provided. Nurse reports that she has seen this issue with one pt, one meter and multiple strip lots; however, she was only able to provide current lot number. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no additional information provided.